Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with the left ventricular (lv) lead exhibited high pacing thresholds and high out-of-range (oor) pacing lead impedance measurements of greater than 2,000 ohms. Measurements were observed intermittently, the lv ring to coil was tested and impedance measurement was 500 ohms at seated/supine; however, in daily measurements the impedance was oor. Also, the lv tip to coil was tested, impedance was oor and thresholds were high. Further, lv ring to coil was retested and saw no capture and impedance was oor. Boston scientific technical services (ts) discussed that connection or lead issue can't be ruled out and recommended to test impedance continuously with pacing system analyzer (psa) and observed header connection. Additional information indicates that lead fracture was suspected; however, fracture wasn't conclusively determined. Moreover, the crtd was changed with a bi-ventricular device and was programmed to right ventricle only. The crtd was explanted and the lv lead remains in service. No additional adverse patient effects were reported.